Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event due to noise. The patient presented for testing at which time noise was recreated in all three sensing vectors; impedance measurements were normal. The patient reported they they had sustained hits to both the xiphoid and device areas. Boston scientific technical services (ts) suggested performing an x-ray to assess system placement. Additional information was received that a revision procedure was performed during which the device was found secured in the pocket and lead fully inserted and secured. The device was explanted and electrode tested with a new device. As noise could not be reproduced the physician elected to leave the electrode in service with the new device. The observed instances of noise and oversensing were suspected to be the result of a device header issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The seal plug was intact and the setscrew moved freely. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and oversensing. No physical damage was observed on the returned device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event due to noise. The patient presented for testing at which time noise was recreated in all three sensing vectors; impedance measurements were normal. The patient reported they had sustained hits to both the xiphoid and device areas. Boston scientific technical services (ts) suggested performing an x-ray to assess system placement. Additional information was received that a revision procedure was performed during which the device was found secured in the pocket and lead fully inserted and secured. The device was explanted and electrode tested with a new device. As noise could not be reproduced the physician elected to leave the electrode in service with the new device. The observed instances of noise and oversensing were suspected to be the result of a device header issue. No adverse patient effects were reported.